Event description:
It was reported that, while in use on a patient, the 980 ventilator shut down. The customer reported that the patient desaturated and dropped his heart rate. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) power distribution and power controller printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The breath delivery (bd) power controller printed circuit board (pcb) and bd power distribution pcb were returned to medtronic¿s failure analysis laboratory. A visual inspection of the bd power controller pcb was performed and no anomalies were observed. An investigation was performed and the reported issue was not duplicated. No fault was found with the returned bd power controller pcb. A visual inspection of the bd power distribution pcb was performed and it was found that the amp fuse was blown. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to damage from a power source of an unknown source.